Event description:
It was reported that high, out of range, pacing lead impedance, intermittent loss of capture, low r-wave amplitudes, intermittent undersensing, and noise were noted. A lead fracture was suspected. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure, the lead was otherwise normal.